Event description:
The customer reported a leak from the reagent probe of a unicel dxc 600 synchron system. The customer indicated that there was a pool of liquid on the reagent carousel cover. The customer verified that erroneous results were not generated and there was no change of affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no exposure or injury was reported. Beckman coulter field service engineer (fse) was dispatched and confirmed a leak from reagent probe b. The fse noted that the tubing from the reagent syringe to the a/b valve had liquid at the fitting to the valve and proceeded to replace the tubing. Failure mode was determined to be the tubing from reagent syringe to a/b valve and issue was resolved following replacement of the tubing.

Manufacturer narrative:
(B)(4).